Event description:
This ra lead was implanted on (B)(6) 1998 and was capped and abandoned on (B)(6) 2018. In a form scanned by medical records on (B)(6) 2018 it was noted that the lead was capped due to failure to capture and high impedance. The physician was dr. (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).